Manufacturer narrative:
A product was not returned for analysis. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, plunger clicked when depressing and miss aligned with the lens rendering it unusable. It was told that an another viscoelastic had to be filled for the secondary lens. Additional information has been requested but is not available at the time of this report.